Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the pump was operating as expected and the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the issues had not reoccurred after charging the pump. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 181 mg/dl.